Event description:
A surgeon reported that the trocar cannula was found to be bent during the procedure. The case was able to be completed after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. A lot number was not supplied. A review of the DHR (device history record) could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).